Event description:
It was reported that the customer was hosptialized for dka. Prior to the event, the customer had nausea and was vomiting. The cause of the event could not be determined by md. The programming and histories were accurate. Also, the reservoir was placed correctly in the pump. Troubleshooting was done and the pump passed the functional tests.